Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The surviving spouse of the deceased and their attorney have indicated that the patients implantable cardioverter defibrillator (ICD) system "failed to function appropriately leading to the death" of the patient.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The body of the lead became extrinsically distorted. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The product is on hold due to legal restrictions. If information is provided in the future, a supplemental report will be issued.